Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was instructed to contact support again if the issue recurred.